Event description:
It is reported that the patient underwent a total mandibular joint procedure. Subsequently, the patient has experienced an infection and pain during the last three and a half years. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical products: item# 24-6545, lot# 313360a; tmj system right standard mandibular component 45mm. Item# 24-6551, lot 1222020b; tmj system left standard mandibular component 50mm. Item# 24-6560, lot# 238010a; tmj system right fossa component, medium. Report source: consumer: patient. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00080, 0001032347-2023-00077, and 0001032347-2023-00081.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no abnormality seen with the components, joints, or surrounding structures. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.